Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer provided feedback that they feel there are certain events not triggering a red alarm, that the nurses feel are red alarms. There was no patient incident alleged.